Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, the endoscopic image was not displayed normally. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to failure of the camera cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the reported phenomenon was attributed to the transmission failure of the image signal to the video processor due to the failure of the camera cable by the user handling. If additional information becomes available, this report will be supplemented.